Event description:
It was reported that the p waves on the right atrial (ra) lead were below the normal range. The lead remains in use. No patient complications have been reported as a result of this event.